Manufacturer narrative:
The technician found the brake pedal lock was loose and came off. The technician inserted the brake pedal back into the lock mechanism to resolve the issue.

Event description:
The technician alleged the brakes are not holding. No pt impact.